Manufacturer narrative:
Additional information was received that the patient underwent a replacement of the leads. The physician suspected malfunction on several contacts of the right lead. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was not getting pain coverage. High impedances were noted on right lead. The physician recommended lead replacement.

Event description:
A report was received that the patient was not getting pain coverage. High impedances were noted on right lead. The physician recommended lead replacement.

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2014. Additional information was received that the physician recommended a lead replacement due to 5 to 8 nonworking lead contacts. The physician was suspecting that there might be something wrong with the lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event. Model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was not getting pain coverage. High impedances were noted on right lead. The physician recommended lead replacement.